Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type ia endoleak, which is most likely user related. Procedure related harms include the persistent type ii endoleaks of the bilateral hypogastric arteries (aneurysmal and not excluded at implant), and during the post rupture repair, an acute thromboemboli of the left leg (femoral and peroneal) without demonstration of successful restoration blood flow past the peroneal artery. The clinical assessment determined that there was also evidence to reasonably suggest: rupture of the left external iliac artery, type iiib of the bifurcation (main body), type iiib of the first left limb stent, direct communication between the internal/external iliac arteries (and therefore, pressurization), an acute occlusion/thrombus within the femoral and peroneal arteries (intraoperative) that were not included in the event as reported, and type iiia between the first and second limb stents. These events were discovered during the review of the event angiogram, 73 months post implant. Device related issues include strata material (rupture, endoleak iiib of main body). User related issues include off label iliacs (endoleak iiib of limb stent and main body) and non-detection/recognition of the main body and limb stent type iiib endoleaks. Anatomy and procedure related issues include acute thromboemboli of the left leg and surgical repair, and large thrombus burden within the left common iliac artery. The final patient status was reported to expired one day post the repair procedure, 73 months post implant. The procedure related death is refuted; the cause of death and the date of death were not confirmed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as: patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events: sizing guidance and instructions were updated in the IFU and released on 17 jun 2015; field training was completed by 03 aug 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events: upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
Endologix became aware of a patient that presented emergently due to a common iliac aneurysm from the aorta as reported by physician (B)(6) at (B)(6) hospital. The patient was originally implanted with an afx bifurcated stent graft and five (5) limb extensions by physician (B)(6) at (B)(6) hospital. During this original procedure, the physician chose to not extend due to significant angle and lack of an aortic aneurysm. The physician planned to extend with a 34-80 vela to treat the reported aneurysm. While the repair was successfully completed on (B)(6) 2018 with the addition of an afx vela infrarenal, the patient expired the following day due to complications from the re-intervention. Additional information received during clinical assessment confirming that a type ii endoleak, acute thromboemboli and occlusion/thrombus, artery rupture, type iiia endoleak between first a second limbs, and type iiib endoleaks of the main body and first limb stent also occurred at the time of the event.